Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 701 mg/dl, moderate ketones, and pain from vomiting. The customer alleged being unable to administer an accurate correction bolus amount due to the continuous glucose monitor (cgm) reading being 100 points lower than the customer¿s actual bg level. Bg was treated with fluids and manual insulin injections. Reportedly, customer left the ER 48 hours later with the issue resolved and no permanent damage.